Manufacturer narrative:
Pt info: unk. Brand name: collamer ultraviolet-absorbing posterior chamber three piece foldable intraocular lens work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon inserted a cq2015a collamer three piece lens, +15.0 diopter, and the lens haptic tore. The lens was removed during the same surgery, with no patient injury. The backup lens was implanted and the problem was resolved. The reporter indicated the cause of the event was unknown.